Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a transverse incision cesarean section wherein seprafilm was applied to the incision wound and anterior of uterine body. Four days later, a bowel obstruction was diagnosed. The patient underwent an unspecified abdominal surgery. Once reopened, the surgeon observed the ¿entire¿ uterus covered in what looked like ¿white moss¿. The surgeon completed the surgery with a peritoneal lavage and drain placement. The patient was started on intravenous (IV) ampicillin sodium 8g/day, IV clindamycin phosphate 2700mg/day, and IV gentamicin sulfate 200mg/day. The following day, no fever or abdominal pain were noted. Three days later, the antibiotics were discontinued. Two days after that the patient was discharged from the hospital. The patient has since recovered. No further information was available at the time of this report.